Manufacturer narrative:
The customer reported ongoing texium leaks, and returned one used sample of material 24010-0007t, lot unknown. Upon initial visual examination, the set had no defects or abnormalities. The set was tested under gravity by water, but no issue was found. The set was then tested under 30 psi for 10 minutes, to check for the leakage. The leakage was not replicated by the set. Although we could not confirm the reported failure, a trend has been identified and actions have been initiated to investigate the texium leakage issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review could not be performed because the lot number is unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite texium infusion set was leaking the following information was received by the initial reporter with the following verbatim chemo tubing leaked while medication was being flushed through line after 5fu push. Chemo tubing leaked at the end of the tubing where texium clave is fused. Chemo tubing was put into chemo bag and returned to pharmacy any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details.